Manufacturer narrative:
An immucor technical support specialist reviewed the batch files for testing performed on (B)(4) 2011. The echo generated negative results for anti-d (monoclonal blend) series 4 and series 5 blood grouping reagents on original run and upon repeat. Visually the cells appeared negative. The customer was asked to repeat testing in parallel with a known rh positive sample if additional sample was available. No additional information has been provided.

Event description:
A customer reported an rh mistype for a patient sample that was tested on the galileo echo instrument ((B)(4)).